Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to discharge and displayed a "pads disconnect" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the associated multi-function cable to cprd connector adapter. The adapter was found to have bent pins causing the defibrillator to recognize the attached cable as an unsupported accessory. The multi-function cable to cprd adapter was not returned. Analysis for reports of this type has not identified an increase in trend.